Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to auto reducing. X-rays showed that the lead may be fractured. As a result, surgical intervention may be pending.

Event description:
Additional information indicated the lead was replaced on (B)(6) 2018.